Event description:
Medtronic received information that the day after implant of this transcatheter bioprosthetic valve, the patient exhibited an irregular cardiac rhythm, subsequently determined to be an unusual episode of atrio-ventricular (av) heart block with a junctional escape rhythm. The patient was asymptomatic. The patient subsequently developed complete heart block three days post-implant. A permanent pacemaker was implanted the following day with no subsequent adverse patient effects reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.